Event description:
It was reported that the patient fell out of their wheelchair and developed an erupted hematoma over the device pocket area. In addition there had been a discharge of coagulated blood observed from the hematoma. The physician had to revise the pocket. The device was explanted and replaced. No patient complications have been reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.